Manufacturer narrative:
(B) (4). (Incision sutured). (B) (4).

Event description:
The reporter stated the surgeon inserted an aq2003v three piece silicone lens. Noted lens was torn after insertion into eye. The incision was enlarged to remove lens and suture was required. A competitor lens was used. The reporter stated, this incident was due to loading error by the tech.